Event description:
This lead was capped and replaced due to a fracture, high outputs and high thresholds. The pacemaker was replaced at the same time to prevent another surgery in the near future. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.